Event description:
It was reported patient initially fractured hip, for which bipolar components were used to repair hip. Patient underwent a second procedure, a revision, three months later to convert bipolar hip to a total hip, due to dislocations because of instability. A third procedure, a revision, occurred where, the patient's acetabular liner and femoral head were swapped out for a constrained acetabular liner and head, due to continued dislocations and instability. A fourth procedure, a revision, occurred where a constrained acetabular liner and femoral head were swapped out a second time due to another dislocation. Patient hip had dislocated once again, even though the constrained liner locking ring was still in place. During the procedure, the dr. Was unable to fully seat the locking ring for the first constrained liner implanted. Dr. Then swapped it out for a second constrained liner, since dr. Had damaged the polyethylene portion of the first liner while attempting to seat the locking ring. Unfortunately, dr. Was also unsuccessful in attempts to fully seat the second locking ring into the second liner. After numerous attempts to seat the locking ring, left the second liner in place without its locking ring and reduced the patient's hip. Doi: unknown. Dor: unknown. Affected side: right hip. This (B)(4) captures - 2nd procedure (1st revision). (B)(4) captures - 3rd procedure (2nd revision). (B)(4) captures - 4th procedure (3rd revision).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10.